Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as breaking out under te pads and on hands with no indication of open or broken skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an olive oil cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.